Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the label needed laminate and that there was internal damage (rusty magnet and broken retainer) and it was speculated that it was likely due to fluid ingression. The programmer head was to be scrapped. (B)(4).

Event description:
It was reported that the radiofrequency programmer head which was originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.